Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/aug/2024.

Event description:
Patient reported a right side implant exchange from textured to smooth due concerns with the product, rupture, and pain. Healthcare professional later repodted implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported capsular contracture baker grade ii. Healthcare professional also reported rupture happened on the contralateral side. Device has been explanted and replaced.

Event description:
Patient reported a right-side implant exchange from textured to smooth due concerns with the product, rupture, and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.